Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer's current blood glucose value was 195 mg/dl. The insulin pump started a beeping sound for 6 times. The customer stated that they received an insulin pump error alarm. Initially, they tried to remove the battery out and make sure that there was no moisture on the battery compartment. After placing the battery back, the insulin pump showed the same alarm. The customer tried to use a fresh battery but still doing the same and the insulin pump's button would not even respond either. It was reported that the customer was currently working on her husband¿s insulin pump. It was reported that the customer was sweating a lot where the insulin pump got wet. The customer were unable to clear the alarm. The customer confirmed that they still have their own insulin pump and confirmed that the insulin pump was still working. The customer stated that all of the keypads/buttons were not working. The customer reported that the time clock does not advance. The customer reported recurrence of frozen display after installing a new battery and monitoring the insulin pump for 2 hours. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.